Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant size exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with a 375cc smooth mentor memorygel breast implant has experienced postoperative right-sided rupture of implant. Rupture was discovered during implant size exchange procedure. The patient underwent explantation and replacement with 455cc smooth mentor memorygel breast implant, catalog # 3505455bc, left serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information, it was reported that the patient experience rupture on the breast implant. During visual inspection of the sample, a crease was observed in the posterior view. Additionally, a tear was observed within the crease, measuring approximately 6.8 cm, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (lot number 5807775) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).